Event description:
It was reported that the surgeon had completed implanting all pieces. He was doing a final inspection of the implants and would area and noticed a glint of metal in the wound. The item was removed and it was determined to be the anodized plug that came from the bayonet. The wound was cleared and the surgeon was able to finalize the surgery.

Manufacturer narrative:
Investigation is in progress.